Manufacturer narrative:
This report is for an unknown screws: nail distal locking/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent a revision surgery due to a non-union. Initially, the patient had an implantation in (B)(6) 2018. However, the patient developed a right trochanteric nonunion and due to an increasing pain, difficulty ambulating and mobilizing, the patient had to undergo a right intertrochanteric femur with an open reduction and internal fixation (orif) that required separate incision for removal of broken half of distal interlocking screw on medial aspect of the femur. During revision procedure, a small tab incision was made proximally wherein an unknown screwdriver was inserted in the proximal aspect of an unknown femoral nail. Then, an unknown locking nuts were advanced in the bore of the nail to allow an unknown helical blade to remove. Subsequently, the helical blade was removed over an unknown guide wire and an unknown distal interlocking screw was also removed, broken four (4) months prior to removal. The remaining of the screw was tapped through the femoral canal and a small accessory incision was made anteriorly and the femoral nail was then removed. A gross motion stability was noted to the fracture site. All wounds were closed and the patient was positioned laterally on a regular table for a total hip arthroplasty. Patient outcome was stable. Concomitant device reported: trochanteric fixation nail (part# 456.420s, lot# 7435409, quantity# 1). Unknown helical blade (part# unknown, lot# unknown, quantity# 1). This complaint involves (1) device unknown device. This report is for unk - screws: nail distal locking. This report is 1 of 1 for (B)(4).